Event description:
It was reported that the device was explanted on (B)(6) 2014 as it was seven years old and was replaced before end of life. It was noted to have been prophylactic removal to avoid in-vivo battery depletion. The patient reportedly recovered without sequelae and there was no patient injury. No dye or rotor study was performed. The patient's pump was intended to infuse intrathecal lioresal.

Manufacturer narrative:
(B)(4). Analysis of the pump found a significant anomaly. During destructive analysis a foreign piece of material was found adhered to the bottom side of the inner cover. The color and shape of this piece of material was consistent with the wire insulation used on the top side motor wires. The material was hollow and appeared to have been melted on one side to the bottom side of the inner cover. The material was preserved between glass slides and located with the pump in the chance any further analysis is needed or wanted.